Event description:
A male pt contacted lifecor customer support to report that the red battery fault light flashes, when one of his battery packs is plugged in the charger. He reports his other battery pack is functioning normally.

Manufacturer narrative:
Eval: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the flashing red battery fault light was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.